Event description:
Patient was coding and the defibrillator pads were applied and connected to the defibrillator machine. The monitor screen only produced broken lines on the screen, no rhythm could be seen. The connections were checked and found to be secure, therefore the pads were replaced. The second set of defibrillator pads still did not display a rhythm on the monitor. The defibrillator machine was then replaced and a rhythm was displayed.